Event description:
As reported, a drainage catheter was removed because of a cracked hub. The pt's condition was unaffected by the event. The used catheter has been returned to navilyst medical.

Manufacturer narrative:
The used, returned catheter is a purchased device for navilyst medical. It has been forwarded, along with a supplier corrective action request (scar) to (B)(4), the supplier. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).